Event description:
This is a report of a patient who experienced and issue with the minicap sponge having inadequate iodine. The sponge was visible in the minicap; however, the sponge appeared to be dry. This issue was discovered prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing dates 05/16/2014 ¿ 05/23/2014. The minicap was returned, and a device analysis was completed. Visual inspection identified the presence of iodine on the minicap¿s sponge. Functional tests were unable to be performed as the pouch was returned open. The reported condition was not verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.